Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-07728. It was reported that an air embolism and st elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. Contrast was injected to visualize the closure device position and everything looked good. After they deployed the closure device the patient experienced EKG changes and some st elevation which may have been caused by an air embolism. This was treated with epinephrine 10mcg. The patient was monitored until st elevation was resolved. Once this was resolved they proceeded with device interrogation. The closure device remained implanted, in good position and pass criteria was met. No further patient complications were reported and the patient's status is stable.